Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2401 captures the reportable event of elevated liver enzymes. Imdrf patient code e1002 captures the reportable event of abdominal pain.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted to treat a malignant stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2022. On december 13, 2023, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the patient presented with elevated liver enzymes and abdominal pain. A computed tomography (CT) scan confirmed the stent in place; however, under endoscopic view, it was noted that the stent had migrated, potentially due to an ulcer that developed near the ampulla. The stent was removed using rat-tooth forceps and an advanix double pigtail stent was placed to complete the procedure.